Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "connector broke off" additional information: during a procedure when attempting to pull the dilator and wire from the sheath, the end of the dilator broke off. There was no patient harm, injury or consequence reported. Patient was fine post procedure.

Manufacturer narrative:
Qn#(B)(4). The customer report of a separated dilator hub was confirmed by visual inspection of the customer supplied photo. The customer provided one photo for analysis. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "connector broke off". Additional information: during a procedure when attempting to pull the dilator and wire from the sheath, the end of the dilator broke off. There was no patient harm, injury or consequence reported. Patient was fine post procedure.